Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer's daughter reported customer's meter was dropped or otherwise stressed. The date of maunfacture is unknown. The reported date is the date abbott diabetes care became aware of the event.

Event description:
Customer's daughter reported customer had a display issue with his freestyle flash meter. Customer's daughter stated their meter had "broken up numbers on the meter display". Customer's daughter also reported customer experienced symptoms of coldness, sweatiness and lost of consciousness and drank juice to counteract his symptoms. There was no report of diagnosis, death or permanent impairment associated with this event.